Event description:
Packaging issue: it was reported that during a lap tubal ligation, the instrument was defective in the original packaging. Tissue pad was not attached. There was no reported patient consequence.